Manufacturer narrative:
Tibial implant loosening was reported after trauma event. Revision of the tibial implants is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Tibial implant loosening was reported after trauma event. Revision of the tibial implants is planned.